Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported that this right atrial (ra) lead displayed another high out of range pacing impedance of greater than 2500 ohms. It was also noted the ra lead oversensed ventricular activity, which resulted in inappropriate atrial tachy response (atr) episodes. Technical services recommended turning off atrial discriminators. No adjustments to programming were made. The patient was referred to electrophysiology (ep) for further evaluation. At this time, this ra lead remains in service and there were no adverse patient effects reported.